Event description:
It was reported that the patient returned to the hospital because they had a return of body pain symptoms and because they heard the pump alarm. A review of the programming showed a motor stall, and the pump logs showed motor stall and recovery. It was not clear if the message of the alarm of the motor stall was shown. It was not possible to aspirate and to infuse fluid from/into the catheter. The patient required hospitalization and reprogramming was also noted. The logs were checked, and x-rays were performed. The pump and the catheter were replaced. The patient status at the time of the report was noted as ¿alive no injury¿. The pump was being used to deliver morphine. Additional information received noted a stopped pump period may exceed tube set message appeared in the logs. It was later reported that no electromagnetic interference (emi) was suspected, and no magnetic resonance imaging (MRI) had been performed. It was noted the motor stall occurred twice and the physician suspected a pump malfunction of gear corrosion due to the morphine concentration used in the pump reservoir (20mg/ml). It was also stated the patient showed underdose symptoms of pain. The catheter was not a sutureless catheter and the catheter information was inconclusive. It was also noted that the catheter was implanted before the patient¿s most current pump; it had been connected to the patient¿s previous pump. Due to the inability to aspirate/infuse fluid from/in the catheter, the physician decided to replace the catheter. The old catheter was left in the patient¿s body and the physician closed it. The physician took this decision due to patient clinical conditions: the patient underwent several radiotherapy treatments due to cancer in the past.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# unknown, explanted: (B)(6) 2014, product type: catheter; product ID 8731, serial# unknown, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump found there were multiple motor stalls and recoveries observed in the logs. During destructive analysis, si gnificant residue and shaft wear on the upper shaft of gear 2 were found. Residue was also observed on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly. It was noted the stall was due to shaft bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.